Event description:
A report was rec'd that the pt was experiencing pain at the pocket site since her initial implant. She also reported that when the stimulation was turned up, she felt a painful "pins and needles" sensation at the pocket site. It was confirmed that there was no infection. The pt was reprogrammed and tried the new programs but the pain did not subside. The physician determined that the ipg had shifted. The physician performed a pocket revision procedure. During the procedure, the lead came out of the ipg header so the physician elected to replace the lead with a new linear lead. The pocket site was relocated to the left buttocks using the same ipg. The pt was stable and was getting adequate stimulation in her target areas.